Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva expert meter within 10 minutes: 12.29 p.m. - 27.9 mmol/l, 12.30 p.m. - 12.8 mmol/l, 12.30 p.m. - 12.9 mmol/l, 12.31 p.m. - 13.2 mmol/l and a 2nd set of results also within 10 minutes: 04.21 p.m. - 12.8 mmol/l, 04.24 p.m. - 5.4 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.